Event description:
The customer reported that the system made a popping sound, the monitor went blank and fluoroscopic x-ray could not be performed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A fuse in the ps2 power supply and the x-ray tube were replaced. The system was tested and found to be working as intended and put back into service.